Manufacturer narrative:
(B)(4). Batch # m92r7p. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the 7 remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: did the device not feed clips? Unknown. Did the device feed clips sideways? Unknown. Did device not fire clips (jammed)? No. Did device fire malformed clips? Unknown. Did device fire scissored clips? Yes. Did device drop or eject clips? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an issue occurred with the clip release. It is unknown how the case was completed. There were no patient consequences reported.